Manufacturer narrative:
The reagent lot number was 80857303 with an expiration date of 30-apr-2026. The field service engineer found the sample probe was very dirty, did not fit the tip correctly, and found a piece of the probe was missing. He replaced and checked the probe. The investigation determined the service actions resolved the issue. The customer is responsible for the cleaning and maintenance of the sample probe during routine scheduled maintenance.

Event description:
There was an allegation of questionable elecsys vitamin b12 ii results from the cobas e 801 analytical unit. The initial result was <100 pg/ml and the repeat result was 421 pg/ml.